Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that on (B)(6) 2004 the patient presented with pre-operative diagnosis of cervical spondylosis with myelopathy, c4-5. Operative procedure: c4-5 anterior cervical fusion; c4-5 anterior cervical discectomy; anterior instrumentation c4-5; structural peek cornerstone graft with infused bone graft. Intraoperative findings: severe cervical spondylosis with associated ligaments hypertrophy causing severe spinal stenosis. The patient is myelopathic on examination. Per the op notes, at the completion of decompression generous bilateral foraminotomies as well as generous anterior decompression of the thecal sac had been performed. At this point high speed drill was used to prepare the disc space for acceptance of a peek graft with infuses bone graft. A 9 mm graft was used, medium sized. Prior to placement of graft, gelfoam was used to provide hemostasis and then removed. After, the bone graft had been placed and counter-sunk the distraction pins were removed. At this point anterior instrumentation consisting of a 25-mm atlantis place with 13-mm screws was placed in the usual fashion with two screws into the c4 body, two screws in the c5 body. The locking screws were secured. The area was then irrigated and a small amount of powdered gel foam was then placed anteriorly over the section bed. An intra-operative x-ray was taken to confirm the proper levels. No further information was provided.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.